Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a case of an aborted flap procedure, at 70% completion, on an extremely uncooperative patient who was stated to have turned the eye upwards while under suction ring. The flap was not lifted, and the reporter stated that the flap cut was irregular and going down to the transition zone of cornea and sclera. Upon follow up, surgeon mentioned the need for unplanned surgical intervention, to be scheduled in the future.